Event description:
It was reported that patient went trough a reimplant surgery of a new ams 700 preconnect and reservoir system. It was noted that previous implant was removed due to erosion. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information available.